Manufacturer narrative:
Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.1, row e, failed to recognize the pockets. A field service engineer (fse) reseated all cables and identified misaligned pockets over the cubie tray contacts. The retractor flex cable was replaced, hardware diagnostics were completed, and the station was rebooted. The customer performed drawer recovery and inventory, and normal operation was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 pocket e1 failed. The customer performed a reboot and storage space recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.